Event description:
Additional information was received that high impedance was seen with the patient current generator. No additional relevant information has been received to date.

Event description:
Implant card was received indicating the patient received a prophylactic generator replacement. It was also stated that there was high impedance, however it is unclear if the high impedance was seen pre-operatively, during the surgery or post-operatively. The lead is currently still implanted in the patient. The explanted generator has not been received for product analysis to date. No surgical intervention for the lead has been reported to date. No additional relevant information has been received to date.